Event description:
A ventilator was returned to the manufacturer for evaluation. There was no allegation of device malfunction. The patient reported coughing and trouble breathing. During the evaluation of the device at the manufacturer's product investigation labratory the device failed a step during testing. The device's interface board needs to be replaced to address the issue.